Event description:
The tech alleged that the brake casters move when in the lock position. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters and the brake steer caster to resolve the issue.